Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance suddenly. The device returned to its baseline impedance after. Technical services (ts) suggested to consider monitoring. The device remains in use. No adverse patient effects were reported.